Event description:
Sorin group received a report that the s3 double head pump displayed an error during setup. The pump was not used. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump displayed an error during setup. The pump was not used. There was no pt involvement. A sorin group field service representative was dispatched to the site to investigate. While at the facility, the field service representative was able to reproduce the reported error. The index sensor and backplane board were replaced and subsequent testing confirmed that the issue was resolved. The index sensor and backplane board were returned to sorin for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.